Event description:
It was reported by the customer that the device had logged numerous error codes, indicating a potentially critical failure. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that when attempting to turn the device on, the unit would not boot up completely and the monitor display remained blank. The device would boot up and function properly after the user interface flex circuit assembly was replaced. The device was subsequently returned to the customer. Physio-control further evaluated the removed assembly. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. Further root cause of the reported failure was not determined.